Event description:
Reporter indicated a pt was to have vns lead and generator revision due to "something being wrong with the leads" and "may possibly be due to scar tissue." X-rays reviewed by the reporter did not note any vns lead anomalies. The pt previously had high impedance with systems diagnostics testing (dcdc=4), but normal mode diagnostics were within normal limits. The pt is very active and may have had fall trauma to the lead site. The pt later had vns generator surgery only. The generator was unable to be interrogated on the day of surgery and was believed to be at end of service. When the new generator was attached to the resident lead, diagnostics were within normal limits, so a new lead was not implanted. Attempts for return of the explanted generator are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.